Manufacturer narrative:
Based on the current information provided, the cause of the cardiac arrest cannot be determined. As per the physician, the patient`s comorbidities and general anesthesia required for the procedure likely contributed to the event. There was no malfunction of an ion product during the procedure. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. A review of the event information was performed by an isi medical safety officer (mso) and provided the following conclusion: a patient underwent an ion endoluminal lung biopsy. About 90 minutes after starting the procedure the patient suffered a cardiac arrest. The procedure was aborted and spontaneous circulation was achieved with interventional including advanced cardiac life support. The patient underwent left heart catheterization, and the event was attributed to coronary vasospasm during general anesthesia with an associated catecholamine surge. Significant comorbidities include known coronary artery disease with a failed intervention, diabetes, and tobacco use. The patient currently remains in the ICU. There was no reported malfunction of the ion system, instruments or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the procedure and general anesthesia likely contributed to the event in the setting of significant comorbidies including known coronary artery disease with previously failed intervention, diabetes and smoking history. However, there is no evidence the event was device related based on the available data. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a cardiac arrest about 90 minutes after starting the procedure. The procedure was aborted and advanced cardiac life support was initiated until return of spontaneous circulation. The patient underwent a left heart catheterization. The patient was then transferred to the intensive care unit. The patient did not have symptoms as the patient was under general anesthesia during the cardiac event. The physician believed that the cardiac arrest would have likely occurred via another modality because it was thought that the patient had catecholamine release during anesthesia which led to coronary artery spasm. The patient`s comorbidities include history of smoking, diabetes and a failed percutaneous coronary intervention a decade ago. These conditions were thought to be contributory to the cardiac event. The patient remains admitted in the intensive care unit. There was no device malfunction was associated with the event.